Event description:
Customer reportedly obtained result of 365 mg/dl and 142 mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 204 mg/dl and 69 mg/dl on the advantage system within 10 minutes. Customer drank juice based on 69 mg/dl results. No adverse event reported. Requested return of suspect system and replacement was sent.